Manufacturer narrative:
UDI: unknown product code, UDI unavailable. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
The device was implanted via l-p shunt on (B)(6) 2015. The initial setting pressure is unknown. The surgeon tried to change the pressure lower because the fluid did not flow smoothly, but it could not be changed. The contrast radiography was conducted on (B)(6) 2016 and it showed the pressure was between 170 mmh2o and 180 mmh2o. It could not be changed by the programmer (vpv) or by neodymium magnet. It seemed it was changed to 140mmh2o. The valve and abdominal catheter were replaced on (B)(6), 2016. According to the surgeon, the cause might have been the depth that the device was set. (Approximately 2 cm from the surface of the skin) and a depression was found on the abdominal catheter when it was replaced, that was caused by having been tied with a string. (It might have been done at the initial implantation and forgotten to be removed) no adverse consequences to the patient after the replacement. And the patient is currently being monitored. Per affiliate: yes, the abdominal catheter was involved too. However, we could not specify the catheter and no relevant product information is available. And it will not be returned for evaluation.